Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, the following findings were observed: there is a backlash on the forceps plug mouthpiece. The direction of the rubber cover of the forceps stopper is different. The customer reported issue could be confirmed. Furthermore, the following findings during inspection were noted: the curved rubber adhesive is missing. The bending angle is insufficient due to the elongation of the angle wire. The vent of the lg connector found deformed due to external factors. The insertion part serpentine found crushed due to an external factor. Wrinkles in the insertion part due to external factors are observed. There are scratches on the operation part due to external factors. There are scratches on the switch box due to external factors. The display on the grip noted peeled off. There are scratches on the grip due to external factors. The angle lever scratched due to external factors. Scratches are found on the ud plate due to external factors. The universal code noted crushed due to an external factor. There are scratches on the universal code due to external factors. Wrinkles are found in the universal code due to external factors. There are scratches on the video cable due to external factors. Wrinkles are observed on the video cable due to external factors. There are scratches on the video cable due to external factors. The video connector noted scratched due to external factors. The lg connector noted scratched due to external factors. The video connector case noted scratched due to external factors. Scratches are found on the ud angle fixing lever (sp) due to external factors. The label on the lg connector noted peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "ks rubber misalignment (the rubber cover of the instrument channel misaligned) . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found there is backlash (rattling) on the forceps plug mouthpiece.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the rattling of the channel port most likely occurred due to the similar reason as other damages. It could not be determined if the damage was caused by stress, handling, or other issues. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.